Event description:
Customer reported a popping sound and ordered hv drive broad.

Manufacturer narrative:
Gehc surgery service personnel trouble shot for several hours, the next day it was determined that the tube was bad. The customer decided to second source the tube. Spoke with the customer to follow up found that they had installed the tube and everything was working fine.